Event description:
It was reported that in the beginning of 2014, an hcp stated that the patient was getting way too much medication and wanted to adjust the setting down. During the refill, the hcp put in the wrong numbers and the patient had too much medication. On the same day the patient got home, noticed the change in numbers, and went back to the hcp to correct the issue. The patient didn¿t experience withdrawal during this time. The pump was infusing fentanyl and dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).